Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the nc trek coronary dilatation catheter instructions for use (IFU) directs the user to flush the device prior to removal of the protective sheath. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. The reported physical resistance with the anatomy appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that resistance was met during removal of the protective sheath. Next, the device was soaked in a saline solution. During the procedure of the moderately tortuous, non-calcified, mid right coronary artery (rca), the 2.75 x 8 mm nc trek balloon dilatation catheter (bdc) met resistance while advancing in the anatomy for stent post-dilatation. The device was used without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.